Event description:
A medtronic physio-control engineering investigation was initiated based upon failures found during the product assembly process. The failures concern loose crimps on the device defibrillator high voltage inductive resistor, w03. A failure could result in an inability to deliver defibrillator therapy to a pt.